Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that the meter powered off during use around 10pm on (B)(6) 2018. The patient manages his diabetes with insulin (type not specified). It is unclear whether he made any changes to his usual diabetes management routine following the start of the alleged issue. He reported that about four hours after the issue began, he developed low blood sugar symptoms of ¿sweating, vision changes and disoriented¿. He reported that he ate more food and drank juice to treat his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information provided, there was no trauma to, or misuse of, the meter. The cca educated the patient on the meter¿s behavior and auto-shutoff but the issue remained unresolved. Based on the information provided, the patient¿s battery needed to be replaced but the patient did not have a new battery to insert into the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating, vision changes and disoriented, after the meter powered off and he was unable to check his blood glucose levels.